Event description:
It was reported that after the graftmaster 3.5 x 26 mm was successfully deployed at 18 atmospheres in the distal portion of the saphenous vein graft (svg) to the first obtuse marginal branch aneurysm that was a large and long segment, there was a pin hole leak in the stent material. For this case, it was known that 2 graftmaster stents would be needed based on the size/length of the saccular aneurysm. After the first 3.5 x 26 mm was implanted in the distal segment, a pin hole was noted. Then the graftmaster 2.8 x 16 mm was deployed in the proximal portion of the aneurysm also overlapping the edge of the first stent. However, the pin hole remained and the physician felt it would seal on its own; there was no further treatment. The patient did well. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Furthermore, it should be noted that the IFU specifies the rated burst pressure (rbp) and clearly states not to exceed the rbp.